Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was not reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a valve implanted in the aortic position was explanted after an implant duration of approximately 11 years for unknown reason. A mechanical valve was implanted in replacement. No other information was provided at the time of the reported event.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Device code 3191- host tissue, pannus. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 19mm valve implanted in the aortic position was explanted due to calcification leading to stenosis after an implant duration of approximately 11 years. The physician does not feel it was a premature failure. The patient was 65 years-old at explant and was symptomatic of severe aortic stenosis. At explant it was found a well seated valve, very close to the coronaries and calcification at the base particularly of the right coronary cusp. There was a small amount of pannus between the sewing cuff and the native tissue. The structures particularly the aorta, aortic root, sinus and lvot were very small. A mechanical valve was implanted in replacement together with a bovine pericardial patch (aortic root enlargement) and patch repair of roof of left atrium due to ticked calcification. The patient was returned to the ICU in stable condition but serious condition with good prognosis.